Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event could not be confirmed. A manufacturing review was performed and no discrepancies were identified. No further investigation required. G3: information received by johnson & johnson (B)(4).

Event description:
It was reported during an unknown patient procedure that the nose could not be removed after the cup was impacted. The surgeon tried to twist the blue lever but it did not move. There was a 10 minute delay in the surgery, but it was completed successfully with no adverse events.